Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported.

Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported. Subsequently, additional information was received that reported a replacement procedure was performed. This right ventricular (rv) lead was surgically abandoned due high out of range shock impedances from calcification. A new replacement lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.